Manufacturer narrative:
Gas loss alarm triggered when helium loss is greater than 5 cc/hr due to leak or diffusion. Activation: inflation greater or equal 80 ms, deflation greater or equal 250 ms. Primary cause: patient condition (febrile, tachycardic). Mitigation: if no leaks, occlusions, or contraindicated conditions - perform manual iab fill (purges helium, recalibrates). Fill key: press 2 sec to initiate autofill; resets 2-hour timer. Contraindications (per IFU): severe aortic insufficiency, aneurysm, advanced calcific disease, significant vascular disease, severe obesity/groin scarring (avoid sheathless insertion). Risk and labeling: failure mode (not pressing fill key) documented in ufmea. IFU provides troubleshooting steps for gas gain/loss alarms. Complaint handling (DHR review required when): serious injury/death, confirmed manufacturing defect, or regulatory requirement (germany, singapore). Root cause evaluation: in cases with no confirmed presence of leaks in iab, iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill. When gas loss alarms are not attributed to the above conditions, the most probable cause is anticipated procedural complications, stemming from the patient¿s underlying clinical and /or anatomical condition. Current status: no iab/iabp malfunction; risk within profile; no CAPA/escalation needed. If alarms not linked to above causes - likely due to patient¿s clinical/anatomical condition.

Event description:
During an emergency support program call, the customer reported a gas loss alarm on the cardiosave intra-aortic balloon pump (iabp) that resolved after use of the iab fill function. Assessment confirmed no blood or discoloration in the helium tubing. No harm was reported. The potential contribution of the patient's elevated heart rate and mechanical ventilation with peep greater than 5 cmh2o to the alarm condition was discussed.